Event description:
It was reported that this right ventricular (rv) defibrillator lead was explanted due to oversensing of noise, increased threshold, and high impedance. A new lead of a different model was implanted without incident. No additional adverse patient effects were reported. The lead has been returned and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.

Event description:
It was reported that this right ventricular (rv) defibrillator lead was explanted due to oversensing of noise, increased threshold, and high impedance. A new lead of a different model was implanted without incident. No additional adverse patient effects were reported. The lead has been returned and analysis is pending. This report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 444-447 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.